Event description:
Patient had multiple rupture of the catheter balloons. Looks to be a 16f coude for each visit on july (B)(6) 2025 patient had a concern of a manufacturing defect, no concerns with care received. Catheter balloons only inflated to 10ml. Patient code: 4582. Device code: 1310, 1546. Reference reports: mw5176226 and mw5176228.